Event description:
Ran multiple blood gases on nicu gem where the device aspirated the full sample but displayed message "sample not detected or insufficient sample". Patient required multiple blood draws, and device would not analyze sample. However, additional sample was taken to the ICU, and result was analyzed on that device.